Event description:
It was reported that bd connecta plus3 blue leaked. Liquid leakage occurred during use of the product, and the number affected was 2. No adverse effects were caused to patients and users. A green claim is required. Samples cannot be returned. Photos can be provided. A complaint response letter is required and a complaint acceptance letter is required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.